Event description:
Physician reported that after implantation, the reading of the oxygen probe displayed 0 mmhg. The user facility did not perform a plausibility check prior to implantation. The probe was removed and replaced with another one after a couple of hours post implantation. According to the physician, there was no complication, danger or risk for the pt due to the incident. The incident did not lead to alternate treatment of the pt.